Manufacturer narrative:
E1: (B)(6). Analysis was performed by a remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The rse confirmed the alleged malfunction, there were no audible alarms at the admission center in the emergency room. The rse requested the customer switch to the second connection on the control panel and restart it. The system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Based on the information available in the case, the cause of the reported problem was confirmed to be a configuration issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that no audible alarms at the admissions center in the emergency room. The device was in use on a patient at the time of the event, there was no adverse event reported.